Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated/ corrected fields: h6.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported to olympus, the hf unit "esg-400" reported error code e433. The customer unplugged the esg-400, removed the pedals, and turned it on again according to the precise instructions of the tech specialist, but the e433 error code occurred again. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation confirms error code e433 and traces it back to the motherboard. Additionally, the evaluation identified dents on the top cover. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Based on the results of the investigation, it is likely that the following led to the malfunction: a faulty motherboard. Olympus will continue to monitor the field performance of this device.